Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00282. A photograph of partial revision operative notes was provided and reviewed by health care professional. The review identified that the patient underwent a right total hip arthroplasty on an unknown date. The patient then developed a large hematoma and underwent an irrigation & debriment procedure. The head and liner were revised as precautionary measure, and the patient was placed on antibiotics. No other findings were noted. Reported event was confirmed by review of medical records provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to hematoma. Additional information on the reported event is unavailable.